Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device pa2685, and no non-conformances were identified. Device evaluation summary: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a needle broken at the tip could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The cause could not be determined and no further investigation can be conducted since the sample was not returned.

Manufacturer narrative:
Product complaint #: (B)(4). The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The needle tip breakage was noted during capsular anchoring. Intra- op wound exploration and x-ray screening showed no corresponding needle tip retention. There were no adverse patient consequences reported.